Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 1. Reference medwatch with patient identifier (B)(4) for compact plus system 2.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 1. 440s-range mg/dl (compact plus) and 160s-range mg/dl (wife's compact plus) 2. 80s-range mg/dl (compact plus) and 160s-range mg/dl (wife's compact plus) sets of readings were taken at different times. Only one reading of 160s-range mg/dl was obtained - no repeating of value. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.